Manufacturer narrative:
The event unit was returned for evaluation. The shaft of the device was bent in two places and the handle halves had begun to separate. Upon evaluation, engineering noted that the event unit was unable to cut dense material. Further inspection revealed that the blades had sustained damage at the middle of the blade. The root cause of blades not cutting is likely damage sustained due to an effort to cut material that was too hard or dense, such as a staple or clip. The instructions for use (IFU) states, "damage may occur if cutting of clips or staples is attempted". Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Roux-en-y - "blades were not cutting." Patient status - "patient is good."